Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services recommended device replacement and noted the remaining longevity estimated by the device would no longer be accurate. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services recommended device replacement and noted the remaining longevity estimated by the device would no longer be accurate. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.